Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that it was impossible to separate the mount from the implant during placement and the implant was removed. Another implant was placed in order to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date d9: device available for evaluation change ¿no' to 'yes' g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative one implant was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified no damage/malfunction. Functional testing to recreate the reported event, verified the implant / mount disengaged/release as intended.a pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth 26 (fdi) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: warnings, precautions and breakage (pages 1 & 2). Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review was completed for the subject lot number (1229028). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1229028) for similar events and no other complaint was identified. Review completed utilizing keywords: 'does not disengage/release' post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (tsvwb8). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.